Event description:
A customer site in the united states reported that discrepant results were generated with the cobas ampliprep / cobas taqman hiv-1 test as compared to bdna.

Event description:
School nurse reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. The device error was caused by the attempting to use expired strips. A request was made for the return of the system and a replacement was sent.